Manufacturer narrative:
(B) (4). The sys was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that there was a motion disable error on the sys. No pt injury was reported.